Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed; however, the guidewire got stuck in the stent's struts upon removal of the guidewire. The tip of the guidewire broke inside the patient and the stent was displaced out of the desired location. The stent remains implanted and the procedure was reported to be completed; however, a second procedure will be scheduled to complete the treatment of the biliary obstruction. There were no patient complications reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.